Manufacturer narrative:
(B) (4). Device #1: the unk xact stent is being filed under MFR number 3004742046-2010-00074. The device remains in the pt. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device #2 malfunction: stent fracture. Time of malfunction: after the procedure. Symptoms/ae: none. It was reported that a pt had two xact stents implanted overlapping in the left carotid artery in (B) (6) 2009; however, when the pt returned for a follow-up visit on (B) (6) 2010, both stents were found to be fractured and the fractured segments were "free floating" in the pt's carotid artery. Reportedly, the pt was asymptomatic at the follow-up visit. Additional info received on (B) (6) 2010 indicates that the pt is still asymptomatic on the side with the fractured stents and the physician intends to restent the pt in 4-6 weeks.